Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture and under-sensing was noted on the right ventricular (rv) lead. It was also reported that loss of capture and over-sensing was noted on the right atrial (ra) lead. Both leads remain in use but a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) lead were repositioned and remain in use.